Event description:
It was reported that the guidewire was difficult to move through the attempted left ventricular (lv) lead and then became stuck. After removing the lead, there appeared to be blood in the filars. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The analyst commented that the guidewire was not returned. A fresh guidewire was used for testing. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.